Manufacturer narrative:
(B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards his registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic mitral heart valve was explanted after three (3) days due to regurgitation with perivalvular leak and stenosis, secondary to suture looping. Per obtained information, the patient underwent aortic valve replacement (avr) three (3) days prior and during the procedure, tee revealed severe mitral regurgitation. Two (2) attempts were made at replacing the mitral valve but they were unsuccessful. The patient was hemodynamically stable and transferred to another facility for mitral valve replacement. During the re-do procedure, the surgeon removed the mitral valve. "One of the sutures was clearly looped over the post of the mitral valve causing the stenosis and regurgitation. The sewing ring on the mitral valve also had some distinct areas of being displaced and torn off, and there was space between the mitral sewing ring and the mitral valve apparatus itself, which could have accounted for some of the perivalvular leak seen on the echo." A 27mm pericardial mitral bioprosthesis was used in replacement and secured with a cor-knot device. A 21mm pericardial aortic bioprosthesis was used in replacement in the aortic position before the patient was removed from bypass. The mitral valve and aortic valve were well seated with no noticeable perivalvular leak. The patient tolerated the procedure well, despite her edema and her poor tissues, and was transferred from the operating room in stable condition. The post-operative course was notable for cardiogenic shock with inotropic support. The patient was aggressively diuresed for several days. Once suitable, the patient was discharged to rehab on pod #18.